Manufacturer narrative:
Batch review performed on (B)(6) 2016: lot 153505: (B)(4) items manufactured and released on 21 september 2015; expiration date: 2020-07-31. No anomalies found related to the issue. To date (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: tibial loosening in a cemented primary tka implanted half a year before. Centering of the tibial component in the tibial bone is rather peculiar, as well as the alignment chosen by the surgeon. Possibly cementation has posed some problems because a radiopaque lump is visible on the medial side of proximal tibia, while cement mantle (in so far as visible through a low-quality ap x-ray) is rather uneven in the lateral portion of the tibia. However, there is no proof that these circumstances have caused mobilization of the component. The root cause remains therefore to be identified. Not available.

Event description:
The patient came in complaining of instability. The surgeon noticed the tibial implant was loose. The cause of the loosening is unknown. The surgeon revised the femur, tibial tray and tibial insert. The surgery was completed successfully. X-rays are available. Explants are not available.